Manufacturer narrative:
The insulin pump had button error alarm and no down button response due to flattened down button dome switch.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 234 mg/dl at the time of incident. The insulin pump was returned for analysis.